Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) due to corrosion in, around the battery connectors. Unable to perform the displacement test due to the critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, keypad overlay scratched. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack along the belt clip. No harm requiring medical intervention was reported. The device will be returned for analysis.